Manufacturer narrative:
(B)(4). Justo, a., vilette, h., ehlinger, m., pasquier, g., laumonerie, p., cavaignac, é. (May 2021). A retrospective comparison of central and posterior hinge joints in 53 total knee arthroplasties. Orthopaedics & traumatology: surgery & research, vol. 107 (no. 3), pages 327-332. Https://doi.org/10.1016/j.otsr.2021.102868. Concomitant medical products: unknown nexgen rotating hinge knee femoral component, catalog #: ni, lot #: ni. Unknown nexgen rotating hinge knee tibial component, catalog #: ni, lot #: ni. Unknown nexgen rotating hinge knee articular surface, catalog #: ni, lot #: ni. Unknown patella, catalog #: ni, lot #: ni. Occupation: correspondence author. Report source - foreign: (B)(6). The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. Cutaneous necrosis occurs due to external injury or trauma, such as a surgical procedure. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. Reported wound concerns, non-healing wounds or cutaneous necrosis would imply that the appearance of the wound deviates from what a surgical wound should appear as. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. The reported event is considered procedure-related as an alteration to the wound-healing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-00164, 0001822565-2022-00165, 0001822565-2022-00166, 0001822565-2022-00167, 0001822565-2022-00371.

Event description:
It was reported that one patient required a coverage procedure to treat cutaneous necrosis following knee arthroplasty. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
(B)(4). Justo, a., vilette, h., ehlinger, m., pasquier, g., laumonerie, p., cavaignac, é. (May 2021). A retrospective comparison of central and posterior hinge joints in 53 total knee arthroplasties. Orthopaedics & traumatology: surgery & research, vol. 107 (no. 3), pages 327-332. Https://doi.org/10.1016/j.otsr.2021.102868. Concomitant medical products: unknown nexgen rotating hinge knee femoral component, catalog #: ni, lot #: ni. Unknown nexgen rotating hinge knee tibial component, catalog #: ni, lot #: ni. Unknown nexgen rotating hinge knee articular surface, catalog #: ni, lot #: ni. Unknown patella, catalog #: ni, lot #: ni. Occupation: correspondence author. Report source - foreign: (B)(6). The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. Cutaneous necrosis occurs due to external injury or trauma, such as a surgical procedure. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. Reported wound concerns, non-healing wounds or cutaneous necrosis would imply that the appearance of the wound deviates from what a surgical wound should appear as. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. The reported event is considered procedure-related as an alteration to the wound-healing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-00164, 0001822565-2022-00165, 0001822565-2022-00166, 0001822565-2022-00167, 0001822565-2022-00371.

Event description:
It was reported that one patient required a coverage procedure to treat cutaneous necrosis following knee arthroplasty. Attempts have been made, however, no additional information is available at this time.